Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. Customer also reported the insulin pump was alarming a47. The product is not expected to be returned for analysis.